Manufacturer narrative:
A companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed to the samples using naked eye. All components are correctly placed and according to specifications. No defect was observed that generated leak-non specific. Functional testing performed included pressure testing, clear passage under water testing, hydrophobic vent/housing failure test, and hydrophilic membrane bubble point test. Functional testing performed yielded satisfactory results. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). These events occurred during the last week of (B)(6) 2017. Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) filter extension sets were leaking. The leaks were near the base of the filter and were identified during prime. There was no patient involvement. No additional information is available.